Event description:
Boston scientific received information that the local boston scientific field representative suspected that the outer conductor of this right ventricular lead had fractured. The pacing impedances has risen from 680 ohms to 1300 ohms since implant. The pacing threshold also slightly increased. There were no adverse patient effects reported. The autocapture feature on the device was turned off due to the suspected lead fracture. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.